Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a frozen display screen. Customer's blood glucose at the time of the incident was 297 mg/dl. Customer reported that the insulin pump also has an unresponsive keypad. Customer reported that the pump made a long beep noise as well. Product is expected to return.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on the keypad traces, however insulin pump passed functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No frozen screen noted. No unexpected long beep noise anomaly noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.